Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. Statement for reports filed on (B)(6) 2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that an esprit v1000 ventilator was unable to power on. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 15nov2018. The service engineer (se) inspected the device, and verified the reported issue in the ventilator logs. The se replaced the blower motor controller (mc) printed circuit board assembly (pcba) and the blower assembly. The ventilator passed performance specification training.

Event description:
It was reported that an esprit v1000 ventilator generated an air liftoff failure error code. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018.

Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. Statement for reports filed on 14nov2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14-nov-2018.